Event description:
Info indicated that the bed had no head up function. No injury alleged.

Manufacturer narrative:
Technician found the bed had no head up due to stuck valve. Replaced stuck valve to resolve this issue. Bed located in shop.